Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Report source: other - (B)(4) center. The device history record and previous repair record for zimmer meshgraft ii serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap and the medicrea database to query for all service on serial number (B)(4) prior to (B)(6) 2019, the device was noted to have been previously serviced twice, the last service being for preventative maintenance reported on 01/14/2019. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported from flextronics international kft that a meshgraft had an issue and required repair on (B)(6) 2019. A zimmer meshgraft ii, serial number (B)(4), was already at a zimmer facility and was available for evaluation. Evaluation of the device on (B)(6) 2019 noted that the mesher was out of calibration and did not produce a passing mesh. The cutter was found to be defective. Repair of the mesher occurred on (B)(6) 2019 and involved recalibrating the device and replacing the cutter. The technician then tested and verified that the meshgraft was functioning as intended and then returned the device to the customer without further incident. The meshgraft was tested, inspected, and repaired. While the service technician found that the device was out of calibration and needed to have the cutter replaced, it cannot be determined from the information provided as to what caused these issues to occur. Therefore, a specific root cause of the repair needing to be required could not be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device had an issue and repair is needed for it. Event occurred during repair/inspection. No adverse events were reported as a result of this malfunction.